Event description:
According to rptr should this defective product be placed in a person, it will cause injury and a severe infection. The nature and scope will depend on the environment, the age of the innocent victim etc. Rptr feels this co (angel) needs to be stopped. Rptr is aware of this product that penetrates the skin. It is advertised as sterile but the test shows it it not. Also the test samples came back with bio-burdens. The test found bacillus megaterium. This is in the anthrax family.